Event description:
Reportedly, physician was attempting to obtain access in left subclavian vein with a 21 gauge needle. A 0.018 cope mandril wire guide was advanced through the needle and upon withdrawal of the wire, the end of the wire was sheared off and remained in the left upper chest interstitial space. Reportedly, the physician decided to not attempt to retrieve wire due to the risks outweighing the benefits and wire was left in the patient. Patient remained stable throughout the entire procedure, vital signs remained unchanged. Position of wire remains unchanged.